Event description:
It was reported that this pacemaker device was found in safety mode, which resulted in pacing inhibition. The patient had reported symptoms of syncope and loss of consciousness. The patient was dependent on this pacemaker system. The plan was to have this device replaced soon. The device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device was found in safety mode, which resulted in pacing inhibition. The patient had reported symptoms of syncope and loss of consciousness. The patient was dependent on this pacemaker system. The plan was to have this device replaced soon. The device currently remains in service. No adverse patient effects were reported. Additional information received that this device was explanted. No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.